Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient claimed that the meter started reading inaccurately at 11:00am on (B)(6) 2018, when she obtained alleged inaccurately erratic results of ¿90 and 200 mg/dl¿, more than 20 minutes apart. The reported time difference of greater than 20 minutes, makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. She reported that prior to obtaining the alleged inaccurate results, she had developed symptoms of ¿blurry vision and dizzy¿. She stated that she self-treated her symptoms by administering an increased dose of 10 units of insulin at 11:15am on (B)(6) 2018. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, while using the subject meter.